Event description:
The manufacturer received voluntary medwatch (mw5106228) alleging an issue related to a bi-level positive airway pressure (bipap) device. The patient alleged of having bladder cancer while using this device and medical intervention was surgery and medications. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The previous report had the incorrect b5 and d2 section. The correct data is updated in b5 and d2 section.

Event description:
The manufacturer received voluntary medwatch (mw5106228) alleging an issue related to a continuous positive airway pressure (CPAP) device. The patient alleged of having bladder cancer while using this device and medical intervention was surgery and medications. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging of having bladder cancer while using this device and medical intervention was surgery and medications,of having bladder cancer while using this device and medical intervention was surgery and medications related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. Customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.